Manufacturer narrative:
Initial.

Event description:
It was reported that a connector broke inside the ilet pump during use, after which the user removed the broken connector and cartridge and performed a full supply change with new components; the user disclosed they had been using the same connector since starting therapy and had been unaware of the need to replace it, and education on proper supply replacement was provided. Symptoms included no injury or adverse clinical effects. Outcomes included successful troubleshooting and continuation of therapy without medical intervention. Investigation of this case revealed a cracked or broken connector consistent with wear from extended use and improper maintenance of disposable components. It was concluded, based on previously established findings for similar reports, that the cause was user-related maintenance error due to failure to replace the connector as recommended.